Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer was not taking as many steroids as she was, may need some adjustment. The customer has follow up appointment with health care provider. Customer was advised to reach out to health care provider to see if should make any adjustment.